Event description:
Boston scientific received information that this patient's atrial arrhythmia accelerated from the monitor only to the vt-1 zone. As a result, this implantable cardioverter defibrillator (ICD) delivered three bursts of anti-tachycardia pacing (atp) and an unnecessary shock. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in-service. Should additional information become available, this event will be updated.